Event description:
It was reported that during a mock code, an intraosseous infusion IV was placed and it was noted that the arrow ez-io needle failed to detach and therefore could not be used. The clear part would not unscrew.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review in the us. Received one (1) 25mm needle set, 9001-vc-005, ez-io 25mm needle (box of 5). At visual inspection the needle set had been placed into sharps block for safety. In order to verify the condition of the needle set, the needle set was removed from the sharps block. The complaint states that during a mock infusion the needle failed to detach. After the needle set was removed from the sharps block an attempt to "unscrew" the stylet from the cannula was made. The needle hub broke loose with what could be described as more than normal twisting force. However, the 25mm needle was bent. The bend could be responsible for the stylet removal tension. Only the needle's bent condition can be confirmed. The tightness of the needle hub to the cannula hub can be attributed to the bent condition of the needle set, but the root cause for the bend is not known. The certificate of compliance certifies that the aforementioned lot meets the lake region medical quality system requirements and specifications. This product has been manufactured and controlled by lake region medical in accordance with the FDA qsr and iso 13485:2003. The needle set is bent, at least contributing to the tightness of the stylet hub. The root cause for exactly what caused the bend is not known. No preventative/corrective actions will be assigned. Upon receipt the 25mm needle set was bent. This condition, at least in part, could have contributed to the tightness of the stylet hub to the cannula hub. A definitive root cause cannot be established as to how the needle set was bent. No further action required.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a mock code, an intraosseous infusion IV was placed and it was noted that the arrow ez-io needle failed to detach and therefore could not be used. The clear part would not unscrew.